Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient was explanted and re-implanted due to high impedance and suspected lead break. No x-rays were taken of the device prior to surgery and exact diagnostic results are not available. No known patient manipulation or trauma occurred that is believed to have caused or contributed to the event. The explanted device is not available for return to manufacturer for analysis.